Event description:
It was reported that, during a routine check-up, this device could not be interrogated. Magnet application did not get a result from the device. The device has not been checked for over two years. The battery status at the last check-up was at 25% remaining. The doctor elected to explant this device and replace it with a new pulse generator. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during a routine check-up, this device could not be interrogated. Magnet application did not get a result from the device. The device has not been checked for over two years. The battery status at the last check-up was at 25% remaining. The doctor elected to explant this device and replace it with a new pulse generator. There were no adverse patient effects reported.